Event description:
It was reported that the chamber connection was leaking. No patient injury reported.

Manufacturer narrative:
Other text: one unit was received for evaluation. The complainant returned unit was visually inspected; no damage or workmanship defects were seen. The unit was submitted to functional testing. A leak was not observed from the unit; the complaint was not confirmed. Root cause could not be determined since the complaint was not confirmed. Device history record review: the lot met requirements for release; no deviations were identified during manufacture. Updated device manufacture and expiration dates (updated h4, and d4).